Event description:
It was reported that the pump's alarm volume is not as loud as it used to be. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.